Event description:
A remstar auto a- flex device was returned to a third-party service center for service as part of sound abatement foam recall process with no initial alleged complaint. During the evaluation of the device at the third-party service center, the device was visually inspected, and evidence of foam degradation/particles was found inside the blower kit. Additionally, the device had dust/dirt contamination. The device was scrapped by the service center after the evaluation was completed.